Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was inadvertantly programmed off during a follow up visit when interrogated with a non-guidant programmer and wand. This was discovered when the patient presented to the hospital with untreated vt.